Event description:
A report was received that the patient underwent a pocket revision due to the ipg being loose in the pocket and making it difficult to charge. The patient has lost weight which the physician does not believe is device related, but is related to patient's gastric bypass surgery. During the revision the physician discovered the ipg had flipped in the pocket. The physician elected to replace the patient's ipg. The patient is doing well following the procedure.

Manufacturer narrative:
The explanted ipg will not be returned to bsn for further evaluation as it was discarded by medical facility.